Event description:
It was reported that 4 days following a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. During the implant procedure, the patient received one taxus express2 3.50 x 16mm stent in the left anterior descending (lad) vessel. Following the implant procedure, the patient was placed on plavix. Four days following the index procedure, prior to being discharged from the ccu, the patient developed chest pain with elevated st segments. Two hours prior to this, the ECG was normal. A 10ml bolus of repro was given and the patient was taken directly to the cath lab. Per act, 10,000 units of heparin was given. The catheterization revealed that the opening of the taxus stent was 100% stenosed, with timi-0 flow. The physician treated the stent thrombosis by performing multiple balloon inflations and placement of 4 taxus stents in the lad. The following day, the patient developed chest pain. An echocardiogram showed a pericardial leak. The patient was taken to the or. The heart was patched with layers of tachocomb and fibrin. The patient remained in the ccu for 6 days. The relationship of this event to the stent is "possibly related."